Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was not delivered properly due to scar tissue. Customer's blood glucose level was over 500 mg/dl. He treated his blood glucose level with an injection. His high blood glucose level was resolved with an infusion set change. The device was not returned.